Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device electronic records were downloaded and reviewed by physio. A review of those records show that the device lost power inappropriately. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently powered itself off. There was no adverse effect to the patient due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently powered itself off. There was no adverse effect to the patient due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device intermittently powered itself off. There was no adverse effect to the patient due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).